Event description:
Post market surveillance study. It was reported that 197 days following a coronary artery drug eluting stenting treatment procedure, the pt presented with angina pectoris. The index procedure treated a 2.5x10.0mm lesion of the 75% stenosed, distal left circumflex. Treatment consisted of pre-dilating the lesion with a 2.5x14mm balloon at 6 atm, placing a 2.50x16mm taxus express2 drug eluting stent at 9 atm, and post-dilating with a 3.0x12mm balloon at 20 atm, resulting in 0% stenosis and timi 3 flow. Following post dilation, intravascular ultrasound confirmed the stent was apposed properly. The pt was discharged two days following the procedure on bayaspirin and panapidin. The pt presented to another hospital with progression of angina 197 days post procedure. It is unk if the pt required treatment.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.